Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were particulates around the catch post area and within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Systems air leak test failed. The failure was determined due to a damaged balloon valve transducer on I/o board. The system will not pressurize due to a leak. Upon power up, the functional/display test failed. The front panel touch screen a display brightness issue. It was identified that the cause for the display issue was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid between the pump and display assemblies, and within the recess of the bottom cover adjacent to the pump. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact reported that the liberty select cycler is alarming with m30 balloon valve leak warning during step 2 of setup; issue occurred 3 times this setup and once the previous night. Pressed ok, message reoccurred. Cycler has been re-setup with new supplies. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Patient will not perform alternate treatment. There was no patient harm or adverse event, and no medical intervention was required. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.